Event description:
It was reported that customer is experiencing high and low blood glucose levels. It was reported that customer was hospitalized for pneumonia, bronchitis and a mild heart attack. Customer stated that the insulin pump is not consistently delivering insulin. Customer stated that insulin is also squirting out of the pump during the manual prime process. Customer states they were not wearing the pump during priming. Customer's blood glucose reading ranged from 49-600 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).